Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cervical probe tip was bent. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: lot number, unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe was visible bent. However, with markers attached and fully seated, the probe returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cervical probe tip was bent. There was no patient present when this issue was observed.